Manufacturer narrative:
Evaluation of the returned lantern delivery microcatheter (lantern) confirmed it was fractured. Further evaluation revealed additional fractures on the catheter. Based on the reported complaint, the root cause of the fractures could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure to treat a bleed using a lantern delivery microcatheter and coils. During the procedure, the lantern fractured. No additional information was provided. There was no report of an adverse effect to the patient.